Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the batteries in the delphin battery module of the centrifugal system were not fully charged and were not charging. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) recommended the delphin batteries be removed and replaced with users backup system but the perfusionist did not want to swap the system out at this time.